Event description:
The insertion kit was missing from the user carton. The entire intra aortic balloon was in the package only. No item was returned for evaluation. (Event complications: unk - reported 7/1/98.) (Pt's current status: unk - reported 7/1/98.)